Event description:
It was reported that before an unknown procedure the device gets broken cable. Another same like device was used to start the case. No patient consequences. Device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked with the cable insulation damaged. However this did not create a functional issue. The handpiece was connected to a generator, evaluated with a test instrument and was found to be functional. During testing the phase margin value was recorded out of specification; however, an out of range value will not interrupt device function or generate an automatic error code, not contributing to the reported event. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The washers were present. In addition, the acoustic isolator was found to be torn, the hand activation wire had the outer jacket degraded. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The handpiece has a number of seals to prevent fluids from entering the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality.